Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Litigation alleges the patient suffered from pain, instability, discomfort, and squeaking. The patient was revised on (B)(6) 2015 and the surgeon found that the poly liner had fractured and dissociated from the cup.

Manufacturer narrative:
Litigation received. Litigation alleges the patient suffered from pain, instability, discomfort, and squeaking. The patient was revised on (B)(6) 2015 and the surgeon found that the poly liner had fractured and dissociated from the cup. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and medical records received. Ppf alleges fracture, dislocation with closed reduction and infection. After review of medical records, the patient was revised to address fracture of the acetabular liner component of a left total hip replacement. Operative findings reported fractured hip joint, about 1/3 the size of the socket came out of the wound in 1 piece. There were other multiple small pieces. There was a 10 degree lip on the existing socket which appeared to have been in the posterior position. There were no sign of infection. The head was scratched up against the metal however, metal showed no sign of scratching or damage. There was fluid aspirated and it was brownish in color, not having the appearance of infection and the fluid was sent for exam. There were no lab result provided. Doi: (B)(6) 2011; dor: (B)(6) 2015; left hip.